Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1700589 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not locking when they apply pressure to lock it, the jaws do not open back up. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample is for this tc and tc 1900058578. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file pic_anp1900058546 for investigation photos. The customer returned one unit ae05ml autoend05 ml for investigation. The sample is for this tc and tc 1900058578. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file pic_anp1900058546 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: the reported complaint of "clips not locking" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and successfully apply to over-stressed tubing. Two of the returned clips were able to successfully latch onto double over-stressed tubing. The jaws of the device were able to consistently open all the way throughout functional testing. The device was received with 9 clips remaining in the channel indicating that the end user fired 6 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that the clips are not locking when they apply pressure to lock it, the jaws do not open back up. The patient's current condition is unknown at this time.